Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was dislodged. A chest x-ray showed that the lead had moved more distantly into the rv apex. As a result, loss of capture, high pacing thresholds and abnormal impedance measurements were noted. The lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.